Manufacturer narrative:
Follow-up #1 date of submission, 09/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2015 with the following findings: during inspection the pump was powered on and there was a dim and discolored display. Unrelated to the original complaint, the battery compartment was cracked. It was also noted that the audio bolus button cover was detached; there was contamination present under the audio bolus button contact. In addition, the battery cap threads were stripped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.